Event description:
It was reported that the bipolar atrial lead impedance was greater than 2000 ohms during several testings on different days. The device was explanted. No patient complications were reported as a result of this event.